Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the system was explanted due to infection. No further information available.

Event description:
New information received notes patient had presented with pneumonia. Blood cultures indicated systemic infection that was treated with antibiotics. Infection was not related to the device or procedure. Patient was fine before, during, and after the procedure.